Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia while the ilet was in bg run and the system could not pair with the user¿s cgm due to the device being set to dexcom g6 while the user was actually using a dexcom g7; subsequent attempts to pair under g7 settings initially failed, with the user later re-entering the sensor number and the ilet beginning to pair. Symptoms included high blood glucose up to 371 mg/dl with prolonged time above 180 mg/dl and alerts for glucose above 300 mg/dl. Outcomes included use of backup therapy with a 4-unit insulin injection and a set change; there was no ketone testing, no medical intervention, and no hospitalization. Investigation included technical troubleshooting and user education regarding correct cgm selection, verification of the sensor number, and guided re-pairing. Investigation of this case revealed cgm pairing difficulty related to an incorrect sensor type selection and a subsequent pairing code issue, which interfered with glucose data availability to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user setup error leading to a temporary communication failure between the cgm and the ilet.